Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is still underway. The reported problem (code 102) has been confirmed. A root cause investigation is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. Patient received a replacement electrode monitor.

Event description:
Zoll customer support contacted a (B)(6) male pt to report a svc code 102. The pt was issued a replacement monitor.